Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system post power and totally shutdown. There was a two minute delay to switch out the system. The perfusionist had to hand crank until second system was installed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the pt. Per clinical review on (B)(6) 2014: during cpb, while the aorta was still clamped and the pt temperature was thirty-two degrees centigrade, the entire system shut down. The perfusionist (ccp) checked the main power switch and toggled the switch in attempt to return to power and there were signs of power for thirty to forty-five seconds, but again the system totally shut down with all displays dark and no system functionality. The ccp began to hadn crank the arterial pump to return arterial blood flow. While the ccp was hand cranking, a back-up system-1 was brought to the operating room (o/r) and an add'l four perfusionists assisted in moving the cpb circuit from the original system-1 to the back-up replacement system. The pt was without arterial blood flow for about two minutes during the initial shutdown, and then hadn cranking (arterial flow) was stopped for about three minutes. After the circuit was transferred and checked, full cardiopulmonary bypass was re-stored. This incident did stop the surgical procedure for a time, and the delay was estimated to be about five minutes. The procedure was completed, as scheduled and the pt was weaned from cpb without issue. There was no associated blood loss and no harm was observed in the operating room. The pt was awake and alert the following morning and responded to commands. There was no indication of neurologic injury or hemodynamic issues. After the procedure, the system battery was checked and the battery was fully depleted. The system was removed from clinical service, pending further investigation. The system-1 logs were collected the morning of (B)(6) 2014 by the field service rep (fsr) and sent to the MFR for analysis. The logs show the system was powered on at 7:39 am and went to battery at 12:13 pm. This corresponds to the info, provided by ccp, that the system was prepared in the pump from and moved to the operating room for the procedure. A/c was re-stored at 12;15 pm, as the unit was plugged into a/c in the operating room. At 3:16 pm, a/c power was lost and the system switched over to battery power. According to the ccp, the ccp was not aware the unit switched to battery. An audible tone would have occurred when the battery became active and the audible repeats every three minutes. In addition, there would have been a change in the power icon (format and color), in the upper right hand corner of the central control monitor (ccm). Both of these indicators were not identified. The logs also show the battery power depleted very quickly and eleven minutes later, the entire system shut down as the battery was fully depleted. Engineers of the MFR are traveling to the hospital on (B)(4) 2014 to inspect and test the system and investigate the shortened battery life and try to determine why a/c power was lost.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Software data logs were downloaded on (B)(4) 2014 for further eval by the MFR.